Manufacturer narrative:
A siemens customer support engineer (cse), who was at the customer site, noted that both samples tubes were poorly positioned in the sample carrier and that the sid label on the sample tube was poorly positioned. A siemens headquarters support center (hsc) representative evaluated log files from the customer site. The atellica sample handler prime utilizes three different cameras, positioned right, center and left, to read sample identification (sid) barcodes. In this instance, the right camera misread the sid and the center and left cameras did not read the sid. Siemens is evaluating the issue.

Event description:
Two sample identification (sid) barcodes were misread on the atellica sample handler prime system. The same samples were removed from the sample handler and then re-introduced to the sample handler and re-read. The sids read correctly during the re-read. The misread sids did not have worker orders therefore no testing occurred. There are no known reports of patient intervention or adverse health consequences due to the sid misread.

Manufacturer narrative:
The initial MDR was filed 19-mar-2018. Additional information (25-april-2018): a siemens headquarters support center (hsc) representative evaluated the available data (log files) and determined the sid misread was due to the default configuration of the tube characterization station (tcs, three cameras) and the customer's interleaved 2 of 5 (itf) barcode symbology. The causes of the two sid misreads were poorly positioned tubes using itf barcode symbology and the tcs not being configured for checksum. Section h6 device code, result code and conclusion code were updated. Corrected information (25-apr-2018): corrected with initial reporter's address to germany. The instrument is performing according to specifications. No further evaluation is needed.

Manufacturer narrative:
The initial MDR was filed 19-mar-2018. Supplemental MDR s1 was filed 07-may-2018. Additional information (29-jun-2018): siemens initiated a field corrective action. A customer communication was released to the affected customers, titled urgent medical device correction, "multiple issues identified in atellica solution system software v1.13 and lower", asw18-02.a.us, to us customers, and urgent field safety notice titled "multiple issues identified in atellica solution system software v 1.13 and lower", asw18-02.a.ous, was released to ous customers. Section h9 was updated with correction/removal reporting number 2432235-07/13/2018-002-c. MDR 2432235-2018-00218, filed 21-may-2018, and supplemental MDR 2432235-2018-00218_s1, filed 16-july-2018, were submitted for the same event.